Manufacturer narrative:
The conmed mfg facility has been made aware of this reported event. Corrective and preventive measures have been implemented to prevent recurrence.

Event description:
The pencil was observed by the kit packer to have reversed colored buttons. The blue (coag) button and yellow (cut) button are incorrectly placed/reversed.